Event description:
It is reported that surgeon implanted and then removed the articular surface. It was then noted that a defect was found.

Manufacturer narrative:
This report will be amended when our investigation is complete.